Event description:
Information received indicated when the brakes were activated the left head caster would not lock.

Manufacturer narrative:
The hill-rom technician replaced the caster to resolve the issue.